Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy, the healicoil failed, when threading the thread, the eyeled in front broke off. The procedure was completed using the suture anchor 4.75 x 19.1mm from athrex. The back-ups was used in the originally drilled bone hole and there was no void left in the patient. There was a non-significant delay and no further complications were reported.

Event description:
It was reported that during an arthroscopy, when the healicoil was threading the thread, the eyelet in front broke off outside the patient. The procedure was completed using the suture anchor 4.75 x 19.1mm from arthrex. The back-up was used in the originally drilled bone hole and there was no void left in the patient. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.